Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "gravimetric flow rate accuracy test keeps failing" was reproduced. A review of the event history log (ehl) revealed an infusion programmed at a rate of 40 ml/hr and vtbi of 20 ml messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel requires adjustment to address this issue. During functional testing, the reported problem of "undetected upstream occlusion" was unable to be reproduced. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had gravimetric flow rate accuracy test keeps failing. Upstream occlusion alarm also takes longer than usual to trigger during preparation. There was no patient involvement. No additional information is available.